Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while flushing the left ventricular lead, the insulation and outer coating broke. The lead was not used and a new lead was implanted. The patient condition was stable post-procedure.